Event description:
In 2007, medcon a mckesson co received a copy of a medwatch user facility voluntary report filed on 2/9/07 by memorial health systems. The report described issues with nibp (non-invasive blood pressure) and ibp (invasive blood pressure) measurements, as well as printing and data integrity issues with horizon cardiology hemo, a hemodynamic monitoring system that is installed in the cardiac catheterization lab of their facility.

Manufacturer narrative:
Investigation of the reported issues revealed the following: the user facility filed a voluntary report as opposed to a mandatory report, thus indicating that the reported problems are of minor concern and do not meet the criteria for a mandatory report. The stability of nibp measurements are affected by improper application of the cuff by the user. The customer complained that when a nibp measurement fails, they cannot determine the exact reason for the failure, although the instructions on proper cuff application are provided and the device provides an indication of the measurement failure. Following a previous design review, improved error messages for failed measurements were included in a software update (hch11 hf3). Given this info, this issue does not meet the criteria for a voluntary reportable issue. The results of ibp measurements are correct and valid based on the intended operation of the device. After review, additional info has been provided to users to clarify existing info already provided to users on how the device operates. Given this info, this issue does not meet the criteria for a voluntary reportable issue. In 9/06 the user facility complained that some sections of a procedure's data could not be reviewed in the application. Investigation of the problem revealed a network connection failure between the hemodynamic station and the central database, which prevented transfer of these sections of the procedure's data and subsequent viewing of those data sections using the application. However, those sections of data were not used to make diagnostic or treatment decisions for that procedure. Given this info, this issue does not meet the criteria for a voluntary reportable issue. Subsequent design review of the data saving and data integrity software mechanism was performed and the mechanism was improved to ensure data saving/loading integrity. The user facility had not reported any "failure to print" problems to medcon. Most of the previously reported printing issues from the user facility were related to arrangement of the data on the printed reports. Given this info, this issue does not meet the criteria for a voluntary reportable issue. In conjunction with the investigation of these issues reported by the user facility, a software update that addressed the issues on nibp and ibp measurements was issued. In addition, an advisory notice was issued to all horizon cadiology hemo facilities clarifying existing info on the operation of the device and instructing users how to avoid user operation errors with the device. Finally, on 1/24/07, sixteen days before filing the medwatch voluntary report, the particular user facility was notified of the availability of the above software update that resolved the above issues. However, the user facility didn't elect to install the software update on site.